Event description:
The user facility reported that the edges of the skin lifted but the center of the blade did not appear to cut. The skin did not lift. The donor site had to be extended to complete the skin graft. A new blade was used.